Event description:
It was reported that the 9600 system has no power to the right monitor. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor power supply was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.